Event description:
It was reported that pump battery level increased unexpectedly and pump later showed difficulty recognizing charging connection, including power source alert. There was no reported impact to the customer¿s blood glucose level. Customer initially received education on battery behavior and was instructed to leave pump charging for 30 minutes, later called back and confirmed use of original charging cable, wall adapter, and working outlet, and after leaving pump connected for 30 consecutive minutes pump began charging normally, so no further assistance was required and no shutdown or loss of pump function occurred.